Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2025. During the procedure, it was reported that the sheath of the device kinked. The procedure was completed with another truetome 44 device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of device wire/anchor dislodged/dislocated. Plea se see block h11 for full investigation details.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a051201 captures the reportable investigation finding of wire/anchor dislodged or dislocated. Block h11: the returned truetome 44 was analyzed, and a visual and microscopic evaluation found that the wire anchor was blackened and got dislodged or dislocated from distal pierce hole. The working length was also torn and the cutting wire kinked. No other problems with the device were noted. The product analysis revealed that the wire anchor was blackened and got dislodged or dislocated from distal pierce hole. Additionally, working length was also torn and the cutting wire kinked. The problem could have been generated by submitting the cutting wire to tension during the handle actuation with the possibility of the device being energized during the handle actuation. Also, bowing the device without being completely out of the scope can lead to tear and displacing or dislodging the cutting wire anchor from its position. Once the wire anchor is dislodged, any attempt to remove the device from the scope can bent the cutting wire. Based on all gathered information, the most probable root cause is adverse event related to procedure.